Event description:
After receiving multiple cypher stents, the patient had coronary stent thrombosis.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of five products associated with this patient. Please refer to MFR report #9616099-2007-02057, 9616099-2006-01161, 9616099-2006-01162, 9616099-2006-01163. The pt with a history of stable angina, hypertension, hypercholesterolemia and positive family history of heart disease underwent the implantation of 11 cypher stents. The stents were deployed at the index procedure is as follows: proximal right coronary artery (rca) -2.5 x 23mm stent at 20 atms, mid rca - 3.0 x 33mm stent at 18 atms, distal rca - 2.5 x 33 at 16 atms, proximal circumflex (cx) -3.0 x 13mm at 20 atms, mid left anterior descending artery (lad) - 3.0 x 33mm and 3.0 x 13mm both at 18 atms, first diagonal - 2.5 x 18mm at an unknown pressure, distal cx - 3.0 x 28 and 3.0 x 28 at 18 and 20 atms respectively, intermediate (anterolateral) - 2.5 x 18mm at 18 atms and proximal lad - 3.0 x13mm at 20 atms. Stents deployed at more than 16 atms were deployed above rated burst pressure. No additional procedural or vessel specific information was provided. No intra-procedural complications were reported. However, the patient did experience a vagal reaction at some point prior to discharge. Approximately 13 months post-implant, the patient developed chest pain and a lateral wall myocardial infarction was diagnosed. Urgent balloon angioplasty was performed on the mid lad and the first diagonal branch. It was reported the event was resolved. Two years and ten months later, the patient was hospitalized with chest pain. The patient had inferior mi. Angio revealed occlusion in the rca at the level of the sent and in-stent restenosis in the descending anterior ramus and in-stent stenosis of the mid lad. An urgent re-ptca was performed on the rca where a thrombotic occlusion occurred in the distal anterior descending ramus. This was treated with integrelin. The mid rca was treated with two xience stents. The lad was not treated. It was determined to treat conservatively, with the possibility of further ptca. 3 months later, a diagnostic catheterization showed that the stenosis of the stents in the lad branch had disappeared, it was reported that it had probably been due to a thrombus. The ivus showed the presence of a small amount of material in the diagonal stent. Due to the absence of patient complaint, no further treatment was performed. Life long plavix was prescribed. The stents remain implanted and are not available for analysis. A device history record review was conducted on the involved lot numbers and revealed all products met quality requirements for product acceptance. The stents deployed at more than 16 atms during the index procedure were deployed above rated burst pressure. However, the patient did experience a vagal reaction at some point prior to discharge. A vagal reaction is not an uncommon clinical presentation following a myocardial infarction. Thrombosis following stent implantation is affected by several baseline angiographic and procedural factors. There is not enough procedural or vessel specific information available to make an assessment of possible contributing factors. Restenosis and myocardial infarction are known potential complications of coronary stent placement. The patient's history placed the patient at an increased risk for a major cardiac adverse event. Based on the limited information, procedural factors may have contributed and patient factors likely contributed to the patient's disease progression and myocardial infarction.